Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Impella 5.5 returned for investigation. Visually inspected the pump and no catheter kinks or other damages were found. Optical bench parameters are observed to be in normal range and light continuity test passed without any issues. No optical placement signal issue observed or reproduced. The optical sensor pressure test done at various set point parameters and no major abnormalities were seen. Data logs were reviewed, and several placements signal low alarms were observed. The optical parameters were all found to be stable in normal range. The imc logs were reviewed and no known abnormalities relative to the failure was observed. No other issues were found. The cause of the optical signal issue was patient condition related per log and field investigation. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella cp pump was implanted to support a patient experiencing acute myocardial infarction and cardiogenic shock. During support, the pump experienced intermittent placement signal issues. The alarm was disabled, support was continued, and no harm occurred to the patient.